Event description:
During a coronary drug eluting stenting treatment procedure, stent damage occurred. The target lesion was located in the right coronary artery (rca). The physician attempted to place a 2.50 x 8 mm taxus express2 drug eluting stent, but was unable to cross the lesion and the stent became bent. Consequently, the stent was never deployed. Upon withdrawal the stent became 'hung-up' on the guide catheter. After removal of the stent and guide catheter as a unit the stent appeared damaged. The physician succussfully completed the procedure with another 2.50 x 8 mm taxus express2 drug eluting stent. No patient complications or injuries were reported. Patient status is reported as "satisfactory/good."